Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 30mm in length, 3.0mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately tortuous and mildly calcified left anterior descending artery. A non-bsc guide catheter was advanced to the lesion. Predilation was performed with a 2x15 non-bsc balloon catheter. A 3x20 and 3x12 liberté stent was selected to treat the lesion. When the device was removed from an unspecified sheath, it was noted that the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).